Event description:
It was reported that, the whole pacemaker system was explanted and replaced due to high pacing thresholds and muscle stimulation. The system is expected to be returned for analysis. No additional adverse patient effects were reported.